Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00053).

Manufacturer narrative:
The service provider provided the investigation report on 12/02/2021. The actual device was tested. The pump passed the flow rate testing with a flow rate deviation of 2.41%, which is within the ±5% specification. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump 605653 was not dripping at the correct rate. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.